Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is user error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake, did not wear a mask and area not cleaned prior to starting pd therapy. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On the same date, the patient was treated with amikacin (10mg once a day, ip), fortum (1gm once a day), vancomycin (2gm once a day), and heparin (1000 iu once a day). Dianeal therapy was ongoing as was remedial therapy with amikacin, fortum, vancomycin, and heparin. The patient's outcome was unknown. It was not reported whether the break in aseptic technique resolved. The reporter stated that peritonitis was not related to dianeal. A statement of causality was not provided for the break in aseptic technique.